Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 2 additional implanted mitraclips. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to procedural conditions due to visualization issues and movement of the heart with respiration. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted. It was noted that visualization was difficult. The third clip delivery system (cds) was advanced to the mitral valve leaflets. After leaflet insertion assessment was confirmed, the clip was implanted. After deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). No further treatment was performed. Three clips were implanted, reducing the mr to 2-3. The clips were very close to each other and there was significant movement of the heart with respiration. Additionally, the views were off axis. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.